Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device jaws started sticking to the patient's tissue during a laparoscopic colectomy. Oozing was observed. Another device was used to continue the procedure. There was no tissue damage or patient injury.